Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Cautery marks were noted on the device can/shield.

Event description:
It was reported that the patient developed a systematic staph infection. Echocardiography indicated possible vegetation on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) and lead were explanted. No further patient complications have been reported as a result of this event.